Manufacturer narrative:
Other, other text: h6) additional information was received indicating that the event occurred during testing; there was no patient injury.

Event description:
Information was received indicating that on two separate occasions the cadd administration set tubing was leaking at the filter for their "blincyto" infusions requiring extra set changes.